Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a system failure: force sensor test. No adverse patient effects were reported.

Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the device did not reveal any external damage. During functional testing, the force sensor was found to be out of specification. The sensor was recalibrated and the issue was resolved. It was determined that sensor was out of calibration due to normal wear. As preventative maintenance, the force sensor was replaced. Following calibration and preventative maintenance, functional testing was performed and the device passed. It was concluded that the root cause was normal wear of the device (7 years) causing a calibration drift. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).